Manufacturer narrative:
H10: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. The device was not returned for evaluation. Images were not provided. Medical records such as CT abdomen were provided and reviewed. The investigation was confirmed for perforation of inferior vena cava and inconclusive for occlusion of the inferior vena cava filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g4, h6 (device, method, result, conclusion). H11: b5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800j vena cava filter allegedly occluded. The device has not been removed and there were no reported attempts made to retreive the filter. The current status of the patient is unknown. This information was received from one source. The weight of a 62-year-old male patient was not provided.

Manufacturer narrative:
A lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. The device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. There were no device deficiencies were identified within the medical records. Therefore, the investigation is inconclusive for filter occlusion as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800j vena cava filter allegedly occluded. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown. This information was received from one source. The patient was a (B)(6) year old male, weight was not provided.